Event description:
It was reported that during an unknown procedure, permanent tone. During cleaning the blade, blade broke, no further information is available. Another device was used to complete the procedure. No patient consequence reported. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. (B)(6).